Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customers profile and settings were missing from the pump. Customer alleged that settings were deleted without user interaction. Customer¿s blood glucose (bg) level was 48 - 210 mg/dl. Customer alleged that low bg was due to settings issue. The customer consumed carbohydrates to address bg. The customer reverted to manual injections for insulin therapy.